Manufacturer narrative:
The reported events of no output, no inductive telemetry and no rf telemetry were not confirmed. The device was received with normal telemetry communication and normal output. Functional tests performed, and no anomalies were found. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage consistent with normal usage. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the device was no providing pacing support and could not be interrogated via inductive and radiofrequency telemetry. As a result, the patient experienced a low heart rate and dizziness. The device was explanted and replaced to resolve the event and the patient was in stable condition. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
Further information was requested but not received.